Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the black out could not be determined. The instruction manual contains verbiage associated with the prevention of image issues in "chapter 3: preparation and inspection: section 3.8: inspection of the endoscopic system". It is possible that the stress of repeated use and excessive bending during handling the device may have caused accumulation of mechanical stress to the charge coupled device unit and cable and resulted in breakage and connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that during a therapeutic laparoscopic cholecystectomy procedure using the endoeye flex deflectable videoscope and visera elite video system center, when cleaning the abdominal cavity and checking for bleeding after the case, the entire video blacked out several times. It was restored by reconnecting the video connector and turning the power on/off. There was no patient harm or injury reported due to the event. This report is being submitted for the endoeye flex deflectable videoscope. The visera elite video system center is being reported in the MDR with patient identifier (B)(6).